Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine follow up, the device exhibited a software reset due to a parity error. A device download was successfully performed, and the device remained implanted.